Event description:
A report was received that one of the patient's two ipg's was explanted due to internal pain. The physician was unsure of what was causing the pain. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipgs revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that one of the patient's two ipg's was explanted due to internal pain. The physician was unsure of what was causing the pain. The patient was reportedly doing well following the procedure.